Event description:
The IV pump was extracting blood from the patient instead of pumping medication into the patient. The medication was not dripping. Tubing was changed first but that was not the issue. It was determined that it was the pump that was malfunctioning. Biomed notified, pump being sent to manufacturer for investigation.